Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred procedure summary: the subject was enrolled into the reprise IV study and the index procedure was performed on the same day (main cohort). Prior to the index procedure, heparin or other anticoagulant was given. The subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received a loading doses of 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then a 25 mm lotus edge valve was subsequently deployed in the aortic valve. Successful repositioning of the 25 mm lotus edge valve involved complete and partial resheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: on the same day of index procedure, post transcatheter aortic valve replacement (tavr) the subject developed new onset of left bundle branch block. No diagnostic test was performed to confirm the event and no action was taken for the event. At the time of reporting, the event was not recovered/ not resolved.